Event description:
It was reported while using bd bbl¿ gram safranin that there was precipitate in the stain, which appeared to be gram positive cocci. After multiple customer follow up attempts by bd there was no information provided regarding the occurrence. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary - this memo is to summarize findings on your complaint related to bottle gram safranin 250ml, catalog number 212531, batch 5036602, and complaint #(B)(6) for solution appearance. Components are mixed and dispensed into the appropriate containers. After qc testing product is released and transported to the distribution center. The complaint investigation included a review of the gram safranin. The batch history record review indicated no discrepancies. All release testing was satisfactory. Complaint trends were reviewed for a period covering 12 months. During that time there have been no complaints for the defect in question. No returns or photos were received. A retention sample from the complaint batch of gram safranin was evaluated along with a control batch. Staining was completed per instructions in the product insert. Slides of e. Coli atcc 25922 and s. Aureus atcc 25923 controls were evaluated and had satisfactory staining results for the retention and control batches. The retention sample was comparable to the control. This complaint is not confirmed. Bd will continue to trend dcm complaints for solution appearance.

Event description:
It was reported while using bd bbl¿ gram safranin that there was precipitate in the stain, which appeared to be gram positive cocci. After multiple customer follow up attempts by bd there was no information provided regarding the occurrence. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.